Event description:
It has been reported to philips that the system was producing disk full error messages. The system was in clinical use and the patient had to be moved to a different room to continue. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicating disk space is full. Review of the system log file showed that malfunctioning frontal ip-pc. Fse identified that actual cause of the issue is with the image database of the ip-pc. Fse recreated the image store database, issue got resolved by recreating image database and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.